Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, reportable device condition was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The coil segment with elongated coil wire was only returned for evaluation. At the distal end of the elongated coil wire, the ball tip remained attached. The coil wire elongation was ending at approximately 70mm proximal to the tip. Two bends on the guide wire were found at approximately 25mm and 35mm proximal to the tip. The coil wire was intentionally removed to expose the core composed of the inner coil wire and the core wire for observation. The inner coil wire remained in one piece. To observe the core wire, the inner coils were intentionally unraveled. The core wire was found fractured at approximately 3mm proximal to the proximal-mid solder located at 45mm from the tip for the purpose of fixing the inner coil wire onto the core wire. Scanned electronic microscope was used to observe the fracture ends of the core and coil wires. The fracture end of the core wire was necked by the applied tensile stress. The fracture end of the coil wire showed twisting of the coil wire and a flat fracture surface that indicated torsion that generated as coils structure got straightened had contributed to coil wire fracture. The above findings indicated that the core wire was fractured at approximately 48mm proximal to the tip. Elongation of the coil wire was too severe to identify the location of the coil wire fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that the tip of the sion guide wire likely trapped in a small peripheral vessel while it was being pulled in an attempt to remove from the patient. The applied tensile stress had exceeded the product design limit and caused the core and the coil wires to be fractured and separated. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, it was difficult to exclude potentiality that some wire fragment(s) might be left in the patient because only a portion of the guide wire was returned. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that movement of the sion guide wire deteriorated during a pci to treat an acute occlusion of the lad when the guide wire was advancing through the lesion. After successful stenting, another proximal lesion needed to be treated. Because the position of the guide wire was lost, the lesion needed to be rewired. Resistance was felt while re-advancing the guide wire and the distal tip was found not responding to manipulation at that time. With the help of a second guide wire and a 2.0 balloon, the guide wire could be retrieved into the guiding catheter. There was no harm done or anything left in the patient.